Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away. The healthcare professional was unable to identify conclusively the cause of death and therefore felt it may have been related to the performance of the patient's implanted implantable pulse generator (ipg) system.

Manufacturer narrative:
Product analysis the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.